Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient was admitted to the hospital after falling onto his right side and fracturing his femur. The patient underwent surgery to receive a dynamic right hip screw. Upon review of the pacemaker data, it was discovered to be in safety mode and when the patient used his arms, oversensing and pacing inhibition were observed. It was noted that the patient was pacing dependent, and that pauses as long as 4 or 5 seconds were occurring due to the mode switch and the patient had been feeling unwell prior to the fall. The pacemaker was immediately replaced. It was stated that the patient was expected to fully recover. The device was received for analysis.

Event description:
It was reported that the patient was admitted to the hospital after falling onto his right side and fracturing his femur. The patient underwent surgery to receive a dynamic right hip screw. Upon review of the pacemaker data, it was discovered to be in safety mode and when the patient used his arms, oversensing and pacing inhibition were observed. It was noted that the patient was pacing dependent, and that pauses as long as 4 or 5 seconds were occurring due to the mode switch and the patient had been feeling unwell prior to the fall. The pacemaker was immediately replaced and is expected to be returned. It was stated that the patient was expected to fully recover.